Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracic lobectomy procedure, while the device was being applied to the bronchus of the upper lobe of the lung, the handle could not be squeezed using the 60mm reload. A 45mm reload was put on the handle and the case was completed. There was no patient injury.